Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the bag appeared wet around the injection port tubes which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia container was leaking from around the ports. The patient had gone home with medication (unspecified chemotherapy) for 24 hours. It was noted upon their return to the chemo suite to disconnect the drug. The leak was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.